Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ pump module administration sets had blockage issues. The following information was provided by the initial reporter: "unable to prime multiple tubings with ivig."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported that they are unable to prime the set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 24302-0004 lot number 20105345 was performed. The search showed that a total of 8,643 units in 1 lot number was built on 01oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported bd alaris¿ pump module administration sets had blockage issues. The following information was provided by the initial reporter: "unable to prime multiple tubings with ivig."